Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine generator replacement, visual inspection of the lead indicated missing insulation at the connector pin. The lead tested normal electrically, therefore, it was decided to connect the lead and the lead remains in use. No patient complications have been reported as a result of this event.